Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-sep-2018 with the following findings: during investigation, the complaint was reported on 6/14/2018, according to the pump history the pump was in use until 8/9/21018. Battery compartment cracked at left side of grip. The complaint regarding keypad could not be reproduced at investigation , all keys respond and spring back. The pump alarm history verified a watchdog alarm on 6/14/2018. The keypad and cover was removed no evidence of contamination or moisture was identified. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.